Event description:
It was reported that during a pump replacement surgery on (B)(6) 2012, the catheter was found to be kinked. The catheter was transected, the kink was removed and the catheter was revised. The reported catheter kink/occlusion was reported as being of moderate severity. There were no signs or symptoms reported to be related to the event. The medications in the pump were bupivacaine, fentanyl and clonidine. The patient outcome was reported as resolved without sequelae. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter; product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).